Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device. This occurred during the initial drain, the patient was connected at the time of the alarm. The technical service representative (tsr) explained the message to the home patient (hp) and instructed them to start over using new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.